Event description:
It was reported that the patient's blood glucose levels reached 18.7 mmol/l (336.6 mg/dl). The pod was worn between 37 and 48 hours on the abdomen. It was noted that the cannula was bent and fluid was leaking. Hyperglycemia treated with a new pod.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the bent cannula/fluid leak or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.